Event description:
Ous MDR - after an implantation period of about 111 months, an increasing pacing impedance was reported within the last year. During a follow-up a few months ago, noise could be reproduced with pocket manipulation. During a next follow-up on (B)(6) stable sensing was observed, whereas the pacing impedance was reported to be > 3000 ohm (threshold: 2.8@0.5). No adverse patient side effects have been reported.

Manufacturer narrative:
The ICD and the lead were not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of these particular devices as well as on the received clinical programmer data. The received clinical programmer data was inspected. The analysis revealed a gradual increase of the pacing impedance from >¿2000¿ohm to > 3000¿ohm within the time period between (B)(6), 2014, confirming the clinical observation. There was no further indication for a device malfunction. Based on the available data no conclusion could be drawn regarding the root cause for the clinical observation. The manufacturing process for both devices was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the observed damage symptoms.